Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when advancing the angio-seal device, the doctor faced high resistance with inserting the sheath into the vessel. The doctor decided to stop, and he changed to manual compression. The procedure was completed with manual compression. The patient was reported to be in stable condition. Additional information was received on november 20, 2018. The type of procedure being performed was an intra-cranial angiogram. A 6fr procedural sheath was used prior to the angio-seal. A pre-deployment angio-gram was performed. The doctor stated: "there was too much of resistance to advance the assembly into the artery, in spite of dilating to 7fr (this was a 6fr angioseal). So I did not try to push hard. There seems to be extra ledge between the dilator and the sheath, the transition is not as good as I am used to with angioseal."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section, and to provide the completed investigation. (B)(4). One 6fr angio-seal vip was returned for evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. One unused carrier tube assembly was returned in an incompletely opened aluminum foil. Visual inspection revealed there were no deformation or damages throughout the length of the hemostasis sheath, which could have led to the reported event. The flexibility of the locator and sheath was tested using the tortuosity apparatus. No kinking or bending of the sheath was noted. The outer diameter of the hemostasis sheath, and the outer diameter of the locator were measured. All measurements were within manufacturer specifications. There was no extra ledge noted on the returned device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, there were no visual or dimensional inconsistencies on the actual sample. However, the exact cause of the reported event cannot be definitively determined based on the available information.